Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad trace. No button error alarm noted. The insulin pump has minor scratches on the lcd and cracked case at display window corners.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose level was not included in the report. Advised discontinuation of the insulin pump. Nothing further reported.